Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that they were unable to open the gantry after spin. Rep reported it was unknown how site got the gantry open. Site rebooted system and reporting system was not functional. Patient was present. No additional information was provided.

Manufacturer narrative:
(H3, h6): manufacturing representative (rep) went to the site to test the system, unable to replicate the reported complaint. When rep arrived at the system, it was turned on in e-stop mode, with the door open. Rep cleared e-stop, and the system functioned to expectations. Rep did a full system checkout and tested all pendant functions with satisfactory results. System logs obtained from date of occurrence for further analysis. When returning the system to storage location, noted that the mobile viewing station (mvs) uninterruptable power supply (ups) was beeping contently when mvs was unplugged, although the mvs was completely shutdown. The ups display would show only black boxes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.